Manufacturer narrative:
External insulation abrasion was noted at 40.0-40.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 9.0-9.5cm and 37.3-37.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 18.8-19.3cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.2-11.9cm from the distal tip. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Externalized conductors were observed between the coils. Noise on the lead was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.